Manufacturer narrative:
Patient weight is not available for reporting. Date of device migration is not known. (B)(4). Date of implant reported as possibly (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant device therapy date reported as possibly (B)(6) 2017. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who underwent a trochanteric fixation nail advanced (tfna) procedure possibly in (B)(6) 2017, was brought back to the operating room on (B)(6) 2017 for the removal of the tfna nail, helical blade and one distal locking screw due to a cut-out of the helical blade. It was reported that the patient fell post operatively and was complaining of pain. An x-ray on an unknown date revealed the cut-out. It was reported that all hardware was removed intact and there were no issues with the tfna nail or locking screw. Since the fracture was healed, additional hardware was not implanted. During the surgery, it was noted that the threads were ¿messed up¿ on the helical blade/screw extractor and would not screw onto the helical blade to remove it. Therefore, the surgeon had to use the coupling screw that goes on the inserter to get the blade out. There was an approximate five to ten minute delay due to the issue. The surgery was completed successfully and the patient was reported as stable. This report addresses the helical blade cut out that resulted in revision surgery. The intraoperative issues encountered during the revision are addressed in (B)(4). Concomitant devices reported: 11mm/130 deg ti cann tfna 170mm - sterile (part 04.037.142, lot number unknown, quantity 1), distal locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) tfna helical blade. This is report 1 of 1 for (B)(4).